Event description:
It was reported to philips that the system's c-arm and table moved at the same time when tilt button on the geometry module was activated. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred while undergoing diagnosis for coronary procedure. The procedure was completed as planned as system was still working at the time of event. The philips field service engineer (fse) visited onsite and confirmed that the system's c-arm and table moved at the same time when tilt button on the geometry module was activated. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the tilt button on the system table geometry module was malfunctioning. To resolve the issue, fse replaced the geometry module. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, the procedure was completed as planned as the issue did not affect the procedure. The procedure was finalized without a delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.